Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which alleged there was a loss of power due to the power system allegedly malfunctioning. The customer did not make the product available for further evaluation and no details were provided regarding the completed repair/evaluation performed by a third party. Customer performed evaluation.

Event description:
It was reported via repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.